Event description:
Catheter was implanted on (B)(6) 2022. The values displayed were normal and coherent with the patient's state. After 2 days, the monitor showed error e001 which led to catheter being explanted. Some bends were reportedly seen on the catheter.